Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for an ¿investigation of patient deterioration¿ and was later diagnosed with peritonitis (39 days later). On an unreported date the patient began treatment with intravenous (IV) caspofungin (dose, frequency and duration not reported) and IV fluconazole (dose, frequency and duration not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. It was reported the patient was readmitted ¿10 days post discharge from rehab¿. On an unreported date the patient experienced acopia-sepsis (unknown source) which was complicated by a myocardial infarction (mi). Treatment for the sepsis and mi were not reported. Seven days prior to receipt of this report, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient remained in-patient and was recovering from this peritonitis event. The patient outcome for the sepsis and mi were not reported. No additional information is available.